Event description:
During a percutaneous coronary intervention on the circumflex artery, wire inserted and passed into circumflex artery. When an effort was made to pass the lesion, approx 2.5 cm of the wire tip fractured off and was floating in the artery. Attempts to snare the wire were unsuccessful to operating room for CABG x 1 and retrieved. Manufacturer's rep notified on day of event.